Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. The reported field event of no communication was confirmed. It was due to low battery voltage. The battery voltage was within expected longevity limits. The cause of the low battery voltage was normal battery depletion.

Event description:
It was reported that the device could not interrogate. Device was explanted and replaced.